Manufacturer narrative:
No conclusion code available. The reported field event of premature battery depletion was confirmed in the laboratory, and was due to an internal battery anomaly. A longevity calculation was performed and the device did not meet its expected longevity requirements.

Manufacturer narrative:
(B)(4).

Event description:
The device reached eri due to suspected premature battery depletion. The device was explanted and replaced. There were no adverse consequences to the patient.